Event description:
It was reported that the patient underwent an explant procedure for an unknown reason; however, it was noted that there was no suspected device issue. The device will not be returned as it was discarded by the medical facility. Further information regarding this event, device, and dates was unable to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated event date based on the date we became aware of the incident.